Event description:
It was reported via repair work order that the scale reading was fluctuating and inaccurate due to calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.